Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string of the tampon broke into pieces inside her body, causing irritation. The tampon was removed manually. No reports of medical assistance being needed. No further information is available.